Manufacturer narrative:
This report is submitted on december 16, 2022.

Event description:
Per the clinic, the patient experienced an infection at the abutment site and was treated with a combination of steroid and antibiotic ointment (specific date and duration not reported). The patient was also prescribed with oral antibiotics for two weeks (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.